Manufacturer narrative:
Result - device history records indicate the product was manufactured to specifications. Investigation into this report included a review of the feedback received, communication with the associated cook sales representatives and china complaint handling personnel to verify/clarify feedback details, a review of the device history records which indicated the product was manufactured to specifications, and a review of the biodesign surgisis inguinal hernia graft IFU fp0023-3d. The root cause for the reported abscess is not believed to be directly related to the biodesign graft, but rather a result of the procedure. In addition an abscess of infection would be considered a known inherent risk of the procedure. The biodesign surgisis inguinal hernia graft device history records indicated the graft was manufactured to specifications. Cook biotech incorporated has a validated sterilization cycle with a sterility assurance level of (sal) 10^-6. The organism enterococcus faecalis is not known to be resistant to ethylene oxide gas, which cbi uses as a sterilant. The biodesign surgisis inguinal hernia graft IFU fp0023-3d notes that "possible adverse reaction with the use of any prosthesis may include, but are not limited to: infection, pain, complications such as delayed wound infection - need for re-operation, should be reasonably expected in patients who are critically ill or who have severely contaminated wounds."

Event description:
On (B)(6) 2012, dr (B)(6) performed a left inguinal hernia repair via a procedure, a seroma was noted in the abdominal wall when placing the graft in the abdominal cavity. The following day, the patient had fever, mild edema to the left groin and scrotum, and elevated white blood cell count. On (B)(6) 2012, the patient has a temperature of 101.6 f. The patient was noted as doing well and left the hospital on (B)(6) 2013. The patient returned to the hospital on (B)(6) 2013 with pain and a high fever and was diagnosed with a lower left abdominal infection with abscess formation. That same day, the patient underwent an incision and drainage of the left lower quadrant abscess. Reportedly multiple abscesses were found and approximately 100 ml of foul smelling yellow-white pus was evacuated. The area was cleaned with metronidazole, gentamicin, and diluted povidine-iodine wash. Two drains were placed at the inguinal canal and one drain was placed in the lower left abdominal fascia. The patient was described as experiencing toxic shock during the procedure and due to this dr (B)(6) did not explore the biodesign graft. The graft was not removed. The patient received intensive care unit treatment to receive anti-inflammatory and rehydration support. Fluid from the abscess cultured positive for enterococcus faecalis.